Event description:
A customer contacted baxter great britain regarding a high drain 101 alarm, which occurred after use. The home patient (hp) reported that there was no initial drain and the second drain was identified as a high drain as a consequence of that. This constitutes a situation of increased intraperitoneal volume (iipv) possibly above 200%. The technical service representative (tsr) advised the hp to contact their nurse and explained the high drain volume. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for an iipv-adult was confirmed over the phone, but no root cause could be determined. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. A service history review was performed without any issues noted. This issue is being investigated through CAPA.